Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the user was unable to login and received an error message stating, 'station is not connected.' The customer stated this malfunction occurred when the user was trying to issue medication to a patient. This incident resulted in a delay in patient care, but it was confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected. A technical support specialist identified a network issue causing the login problem. After confirming with the customer, the technical support specialist closed the case as the issue was resolved.